Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that on september 30 a patient with a temporary pacemaker went into cardiac arrest and the patient monitoring system failed to alarm which resulted in the patient's death.

Event description:
A good faith effort (gfe) attempt was completed to gather additional details regarding the event, functional testing results, and to obtain the event logs, but no additional information could be provided. Results of functional testing could not be confirmed. Based on the information available, the cause of the reported problem could not be confirmed. It¿s unknown if the reported problem was confirmed because insufficient information was provided to confirm if a work order was created for the issue. Additionally, the customer indicated no additional information was available. It is unknown if the device is back in service due to insufficient information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.